Event description:
Patient in for laparoscopic duodenal switch, possible staged. Doctor working on the staged procedure using an autosuture endo gia universal xl 12mm device (stapler), lot # n9e0190. When device was fired it "popped" the parts inside the handle "broke" the load only did a partial cut, and partially fired staples. A second device was opened; same model, lot # and exp date. This one had to fire across the previous staple area. It also malfunctioned "popped and would not fire/cut across the previous staple line. Surgeon performed an intra-op egd at this point. Determined that the originally planned procedure was no longer an option. Converted to a lap roux & y procedure. The endo gia stapler misfired on the last staple firing in the cardia of the stomach. An attempted resection of the misfired area also misfired and had a failed staple line. The endo gia stapler misfired on the last staple firing in the cardia of the stomach. I therefore attempted a third firing with the echelon stapler and prior to firing the stapler performed an egd. The egd revealed a stricture at that site. I then determined the safest course of action was to perform a laparoscopic roux-en-y gastric bypass with subtotal gastric resection.